Event description:
Olympus received a voluntary medwatch report (mw5116312), stating that during an endoscopic retrograde cholangiopancreatography (ercp) for biliary stent removal, the scope elevator broke. The procedure was interrupted while the scope was switched out to an unknown endoscopic ultrasound scope. A standard sphinctertome loaded with a 0.035 guide wire was used for deep cannulation. The gallbladder was inadvertently cannulated/perforated and "pd" was injected. It was stated that the patient tolerated the procedure despite that it was challenging. The patient was discharged later that afternoon to his nursing home but returned the next early afternoon in severe septic shock. The patient was initially in a step down intensive care unit for 5 days, and overall hospitalized for 5 weeks. The patient had a retroperitoneal diffuse abscess with gram negative rod bacteria that required several procedures to place drains, and it continued to drain thick gray green pus as of the date of the report. The patient had a stent placed (unknown date) as the pancreas had still not sealed. Another ercp was planned in 4-5 weeks. He also had midline ivs and many "super big" antibiotics administered including vancomycin, meropenem, cefepime, flagl, and octreotide. The patient was discontinued from intravenous antibiotics and placed on oral antibiotics. It was stated that the patient was now frail and spoke only a few words. He also acquired decubitus ulcers while he was hospitalized, but were finally healing. It was stated that the patient "was given a terminal disease" that he would never recover from. No contact information was provided for the reporter or the user facility involved, and follow up was unable to be conducted.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report was submitted by the importer under the importer's report number: 2429304-2023-00087.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the reporter¿s contact details were not provided, additional information regarding the event could not be obtained. Therefore, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.